Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the connection between the bd angiocath¿ IV catheter needle and hub was found "ruptured" during use, which caused venous leakage. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the intensive care unit (extracardiac) of our hospital for treatment due to aortic dissection. Intravenous indwelling needle no.20 (this producer was bd us) appeared rupture of the connection between the needle handle and the needle for many times during the use, it was caused venous leakage"

Event description:
It was reported that the connection between the bd angiocath¿ IV catheter needle and hub was found "ruptured" during use, which caused venous leakage. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the intensive care unit (extracardiac) of our hospital for treatment due to aortic dissection. Intravenous indwelling needle no. 20 (this producer was bd us) appeared rupture of the connection between the needle handle and the needle for many times during the use, it was caused venous leakage".

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.